Event description:
A journal article reported that five patients with various atrial lead models, including medtronic models 4068, 5076, 4965, 4968, 5071, and 5815a, and various competitor models, experienced either confirmed or possible thrombus formation. Thrombus formation was confirmed in three patients by echocardiography, and was deemed possible in two other patients. Three of the five patients had been on warfarin therapy at the time of diagnosis. Four of the five thrombi were identified in the right atrium, and one in the left ventricle. No clinical thromboembolic event was observed any patient. Further follow-up did not yield any additional relevant information regarding this event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. K. Takahashi, permanent atrial pacing lead implant route after fontan operation. Pace, vol 32, pp 779-785. 2009. Report type code updated to 30-day due to probability of event involving pediatric patient(s).

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. K. Takahashi, permanent atrial pacing lead implant route after fontan operation. Pace, vol 32, pp 779-785. 2009.

Event description:
(B) (4).